Event description:
The haptic of the lens was found bent during insertion into the pt's eye using the delivery device. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-01119 for delivery device used with this lens.